Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a carotid artery stenting procedure the carotid wallstent was unable to load onto the guide wire. The carotid wallstent was prepped and an attempt was made to pass it over a filterwire ez. The wire did not exit the catheter at the monorail port and the physician felt a "hard stop". The device was not introduced into the patient. The carotid wallstent was exchanged for another of the same device and the procedure was successfully completed with no patient complications. The same filterwire was used with both carotid wallstents. However, analysis of the returned device showed stent damage.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 3mm. The distal stent wires were damaged. During analysis when a 0.014 inch filterwire was inserted through the device a resistance was met and the filterwire did not exit the monorail exit. There appeared to be dried saline inside the catheter that was contributing to the resistance met. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this event is design. (B)(4)